Event description:
The patient experienced a return of symptoms following a missed refill. The patient experienced acute withdrawal from the opiate for one week. The patient experienced headache, nausea, vomiting, weakness and increased pain. The pump was not attributed to the return of patient symptoms. The pump contained morphine 25 mg/ml with a daily dose of morphine 12 mg/day that was reduced to 2 mg/day. The pump was filled. The outcome was reported as serious injury/illness-recovered without sequelae.

Manufacturer narrative:
(B) (4)